Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir had air bubbles in it. Customer¿s blood glucose was over 300 mg/dl. Customer declined troubleshoot for high blood glucose and customer was treated with insulin pump. Customer stated that they are not getting insulin and performed rewind process. Reservoir will not be returned for analysis.